Manufacturer narrative:
A product risk assessment was initiated to address the increase of occurence. Current risk mitigation(s)/control measure(s) include 100% visual inspection, 100% electrical test and qa sampling inspection. An adult cuff (aiqca) has been tested and shown to be accurate on fingers with circumferences ranging from 43 to 71 mm. It also has been tested and shown to be accurate when compared to blood pressure measurements from an arterial line. However, an in depth investigation to confirm device functionality or potential manufacturing issue could not be performed since the device was not returned. As such, based on available information, a definite root cause is unable to be determined at this time.

Manufacturer narrative:
The device was discarded after the case. Without return of the unit it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. In addition, the lot number was not provided thus a device history record was not reviewed. No corrective actions will be taken at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported that an aiqca cuff had pressures that did not match the nibp arm cuff. Two pump units and two monitors were used. With the first hem monitor, the universal cuff on the right finger read 117/51 map 68 and the nibp on the left upper arm read 108/80 map 78. Rep then swapped out the pump unit with a new unit. With the same cuff on the same finger, bp was 121/59 map 75. With the second monitor, the universal cuff on the right finger read 129/63 map 85 and the nibp on the left upper arm read 116/63 map 83. Rep then swapped the pump unit. With the same cuff on the same finger, bp was 125/57 map 74. Subject was a 33 year old female weighing 176lbs and 67in tall.